Manufacturer narrative:
Device evaluated by MFR.: a promus select ous mr 38 x 3.50 stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 35mmx3.5mm, concentric, de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 38 x 3.50 promus premier select drug-eluting stent was advanced but failed to cross the lesion. When removed back, the stent was found damaged. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 35mmx3.5mm, concentric, de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 38 x 3.50 promus premier select drug-eluting stent was advanced but failed to cross the lesion. When removed back, the stent was found damaged. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
B3. Date of event corrected from (B)(6) 2021 to (B)(6) 2021.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 80% stenosed, 35mmx3.5mm, concentric, de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 38 x 3.50 promus premier select drug-eluting stent was advanced but failed to cross the lesion. When removed back, the stent was found damage. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable.